Event description:
It was reported that there was a volume discrepancy. The expected reservoir volume was 2ml and the actual reservoir volume was 16ml. The patient experienced an underdose; specific symptoms were not provided. Device troubleshooting was recommended. The pump was used to deliver baclofen, concentration and dosage were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.